Manufacturer narrative:
We will conduct an investigation and provide our findings in a follow-up report.

Event description:
It was reported that there was a leakage at the handle 2 hours after procedure (near end of procedure).